Event description:
During cardio-pulmonary arrest, AED in use 1st shock administered at 200 joules service indicator light illuminated during AED on this incident. It is not clean when 2nd shock administered at 100 joules. Subsequent shocks preceeded by low battery indicator but shocks delivered as they should.